Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) unavailable. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Device not returned for evaluation.

Event description:
Medtronic received information that the site's vertek arm is no longer locking. There was no patient present when this issue was identified. This issue occurred outside of procedure. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Additional information was provided by the manufacturing representative. It was confirmed with the site that the vertek arm would not be returned. They noted that the arm won't lock for optical, but still works on axiem, so the account has it marked to only use for axiem. If information is provided in the future, a supplemental report will be issued.